Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that, although an end tone, indicating a completed seal cycle, was heard, the surgeon did not feel as if the device was delivering energy. There was no smoke or thermal spread observed. There was no pt injury.